Manufacturer narrative:
Zimmer biomet complaint (B)(4). Two titanium hexed uniscrew, uniht were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads. Drive feature showed signs of usage and the hexes were rounded out. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per form. The bone density was ii. The reported devices were located on tooth sites 13 & 14 (fdi) and the length of time used was unknown. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (1245142). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review number was conducted (1245142 ). The review revealed that there are no existing nonconformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw) and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (uniht x 2). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported a screw fractured. Fracture portions were removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: lot number d4: expiration date d4: UDI g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date h10: additional narrative

Event description:
No further event information is available at the time of this report.